Manufacturer narrative:
The evaluation indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.

Event description:
A customer calls to report that her bg read high when she got up this am, she is nauseated and dizzy. She was instructed by her hcp to give a manual inj based on correction factor. She gave herself about 7u of insulin after removing this pod. She was able to activate and place new pod. Will wait for insulin duration time to pass, drink fluids, and monitor bg. When asked if there was any difficulty with filling this pod, she indicated that she had to force the plunger to go down, and that it was very difficult. All history is as follows: 1004a deactivated, 1003a bg high, 739a bolus 5.2u, 739a carb 30g, 738a bg 240, 318a bg 238, 118a bg 320, 1237a bg 390, 12a bg 387 (man. Inj. 5u) 12a basal .55u.